Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle before use. The following information was provided by the initial reporter, translated from japanese: "the user's report is that fm on the needle tip was found before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-mar-2023. H6: investigation summary: customer returned (1) syringe 1.0ml 29ga 1/2in in an clear ziploc bag. The user's report is that fm on the needle tip was found before use. The return sample was examined using microscope and found foreign material at the tip of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. See attached photo and spectra. A review of the device history record was completed for batch# 1326738. All inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue.

Event description:
It was reported that foreign matter was found on the tip of the bd ultra-fine¿ insulin syringe needle before use. The following information was provided by the initial reporter, translated from japanese: "the user's report is that fm on the needle tip was found before use."